Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had been experiencing multiple high blood glucose levels. The customer's mother had already called before and had already performed the self-test, no delivery test, and changed the infusion sets and now they do not know what to do anymore. It was also reported that they received a low battery and no power alert from the insulin pump but a new battery resolved the issue. The customer's blood glucose level was 425 mg/dl. The customer treated their high blood glucose with manual injections. The device was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected off no power alarm noted. The insulin pump had minor scratched display window. The insulin pump passed the displacement accuracy test.